Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.